Event description:
Per importer's MDR: MDR decision date: 03/08/2013; 03/11/2013. (B)(6). No serious injury alleged. Malfunction alleged. Customer states buckles are coming off the sling and it is only 6 months old. MDR filed.